Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 460 mg/dl. Troubleshooting was performed. The customer stated that he inserted the infusion set in the buttocks, and no pain, irritation, bleeding or scar tissue has experienced. Ran a fixed prime and the insulin exited. A tubing clamp was not available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.